Manufacturer narrative:
(B)(4). Unit passed self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 noted during testing or in the formatted history file. Unit had a missing retainer, missing reservoir tube o-ring, missing serial number label and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had beep anomaly. Customer states that they hear the high alert and when it resumes basal but not the lows . No harm requiring medical intervention was reported. The device was returned for analysis.